Event description:
An mhra user report has been received, reported by a hcp "patient had used the omnipod pump to deliver multiple insulin boluses for hyperglycemia correction, however it did not appear that the insulin boluses worked to reduce glucose levels". Patient health impact is death. The reporting hcp has been in contact with insulet on (B)(6)2025 to advise that the patient was found dead in his residence in (B)(6) 2024 and the coroner has advised that the cause of death is diabetic ketoacidosis. The hcp received the device on (B)(6)2025. The patient's blood glucose levels were reported to be above 27.8 mmol/l (500.4 mg/dl) before they deceased.

Manufacturer narrative:
The device has not been returned to insulet. The device is with the reporting healthcare professional. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. The investigation is ongoing.